Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, according to the following facts found out from the investigation, faulty mother board was confirmed at the repair department of sbc. Thus, the reported phenomenon (1) ¿device occasionally turns off¿ seemed to have occurred due to a faulty motherboard. However, the phenomenon was not reproduced at the repair department of sbc, so the cause of the phenomenon was not identified. Moreover, the device was not returned to qa, shirakawa factory, so the detailed condition of the subject device and the duplication check of the reported phenomenon could not be checked. This was why we could not identify the root cause. The event can be detected by following the instructions for use which state: according to the service manual, e03 error indicates abnormal tube pressure sensor, and the probable causes are connection failure of the connecting tube to the tube pressure sensor or faulty main board. In addition, according to the service manual, the main board has insufflation control function, user I/f control function, and communication function with peripheral devices. In addition, the following non-reportable malfunctions were found during the device evaluation: e03 error caused by faulty motherboard, and scratches on the top cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the high flow insufflation unit occasionally turns off during the procedure. There was no report of patient harm or user injury associated with this event.